Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient experienced no symptoms related to the premature end of life. The implantable neurostimulator (ins) was implanted on (B)(6) 2015. It was not possible to get the settings at the time of the event. It was reported that it was assumed that it was premature battery depletion by telemetry and the data was not available.

Event description:
It was reported that there was premature end of life of the implantable neurostimulator (ins) 3 months before 30 months, justifying the implantation of a rechargeable device. There was a stop of stimulation. Interventions included changing the ins. The device was explanted on (B)(6) 2014. Hospitalization was required and the patient was antalgic. The issue was resolved at the time of report. The event occurred during normal use. The patient¿s status at the time of report was alive with no injury. The event was serious, related to the procedure was unknown. The event was not related to the device. The event was resolved on (B)(6) 2014.